Event description:
It was reported via svc reported that the bed self-activates. No pt involvement or adverse consequences were reported.

Manufacturer narrative:
Investigation underway; f/u will be submitted as necessary based on investigation results.